Event description:
A malfunction alarm with code malf 12 was reported, and the customer noted no significant events occurred before the issue. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump, with the instruction to call back if any issues resurfaced.